Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right popliteal artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3mm x 40mm x 145cm coyote es balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 6mm longitudinal tear starting 3.3cm from the proximal markerband. The tip is damaged. There are numerous shaft kinks. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right popliteal artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3mm x 40mm x 145cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was fine.